Event description:
A user facility reported that during sampling using an aspiration needle, the needle did not come out and nothing was noticed on the echo-screen. The error occurred during a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The device evaluation confirmed the reported issue and found that the pebax heatshrink was torn approximately 1" from the distal tip of the needle. Additionally the laser-cut hyper has migrated proximally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.¿ olympus will continue to monitor the field performance of this device.